Manufacturer narrative:
Date returned to manufacturer. Subject device has not been received and an investigation summary was performed on the instrument only. As the screws were not returned no further investigation will be performed. If the screws are returned the investigation will be updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown 5.0mm titanium distal locking screws. Part and lot numbers were not reported. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an elective hardware removal of a trochanteric nail fixation implant since his fracture had completely healed. As the devices were being removed, two unknown 5.0mm titanium distal locking screws were broken intraoperatively during removal. It was reported that the screw fragments were removed from the patient and that the procedure was successfully completed without any surgical delays or additional medical intervention being required. This report is for two unknown 5.0mm titanium distal locking screws. This report is 1 of 1 for (B)(4).